Event description:
It was reported that the instrument broke during surgery. There was no patient harm, and another driver was used to complete the surgery. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (UDI), g3, h1, h2, h3, h6, h11. Reported event was confirmed as visual examination of the returned product identified that the device shows signs of use with some gouges at the bottom of the connector and the colored epoxy rings. The threads at the bottom of the connector shaft fractured off and were not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.